Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. A good faith effort was performed to obtain the information, but it was not available because the lot number was unknown. Because the lot number is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a patient experienced a pericardial effusion. At the end of pulse field ablation (pfa) procedure with a farawave pfa catheter, a pericardial effusion was detected on transesophageal echocardiography (toe). A pericardiocentesis was performed to drain approximately 300 ml of blood. The patient was stable overnight and was discharged the next day post event. The device is not expected to return for analysis as it was disposed.